Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 6977368. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc breast implant and experienced symptoms of deflation of the right breast implant. This was confirmed by the physician during an exam. The breast appeared to be smaller and in the early stages of deflation at the time of examination. The patient experienced no accompanying symptoms. As a result, the patient underwent removal and replacement with a saline mentor breast implant on (B)(6) 2018 and a normal recovery is expected.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint for deflation was not confirmed. The device history record (DHR) for the lot number 6977368 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).

Manufacturer narrative:
Additional information received on 12/2/2018 indicated the patient experienced capsular contracture baker grade ii on the left side. The patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 475cc, catalog number 3501680, lot number 7558785, serial number (B)(4) (l) and serial number (B)(4) (r). (B)(4).